Manufacturer narrative:
This record is created in reference to MFR report number 9610816-2026-100278. Additional information was received providing corrected product information; therefore, all fields related to the product information have been updated. No other changes were deemed necessary.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the ECG heartrate reading is fluctuating. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing with a philips tester. The results of the analysis indicate the device produces the correct value and is able to generate an alarm when the pulse value is low. There was no error detected with the device. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was not able to be identified. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on and intellivue mx550 patient monitor indicating that the ECG heartrate reading is fluctuating. The device was in use on a patient at time of event, there was no adverse event reported.